Event description:
Additionally, health professional reported one week after onset, the patient developed ¿swelling over rich anterior medial aspect of the cheek, a lump over the right alar groove, and numerous lumps in the lips. The patient was also given clarithromycin 500mg bd along with the prednisone. The patient was reviewed two weeks after being given prednisone and noted ¿lumps¿ over the cheeks and resolution at the alar base. There was still ¿swelling¿ over the cheeks but no palpable lumps. However, lumps still existed in the lips. The patient refused any more hyalase and opted to wait.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips, ck1, and ck2 with 3 syringes of juvéderm® voluma¿ with lidocaine and 1 syringe of juvéderm® volift¿ with lidocaine (1st set of injections). Two weeks later, the patient reported that they could ¿see no difference¿ and were ¿unhappy,¿ despite the injector explaining that they would need subsequent treatments. The patient was then injected that day in the ck3 with .2 ml of [unspecified] juvéderm® voluma¿ and in the tt1, tt2, and tt3 with juvéderm® volbella¿ with lidocaine (2nd set of injections). The patient was pre-treated with lmx 4% in the first injection and with clinisept in all injections. Three months later, the patient presented with ¿swelling¿ and a palpable and visible ¿lump¿ that was 1.5 cm in diameter. The physician suspected a ¿delayed onset nodule¿ and ¿possible non-inflammatory.¿ the patient was treated with clarithromycin 500 mg bd. Three days later, the patient was reviewed, and no changes were evident, so the patient was given prednisone 30 mg 5/7. The patient then went to their gp, who informed the patient that they had an ¿infection.¿ the patient began to worry and did not take the prednisone. Three days later, the patient reported that the ¿swelling was getting worse and then getting better¿ and that they ¿developed further lumps,¿ but had started taking the prednisone. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00714 (allergan complaint #(B)(4)), MDR ID# 3005113652-2020-00712 (allergan complaint #(B)(4)), MDR ID# 3005113652-2020-00713 (allergan complaint #(B)(4)). This MDR is being submitted for the 1st set of the first suspect product, juvéderm® voluma¿ with lidocaine.